Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons are not consistently responding. The customer's blood glucose level was 5.1 mmol/l at the time of incident. Troubleshooting was performed and customer stated that the buttons are not responding. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.